Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo partially shows a syringe with dried silicone on the top of the barrel, specifically around the zero line and 0.1ml major line in the non-scale marking area. Silicone is applied as a spray of particles to the inside of the barrel. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. Certain conditions outside the manufacturing environment may have contributed to the attachment of silicone to the barrel walls, as observed in the photo. The defect could not be confirmed to have originated at the manufacturing plant. Therefore, corrective actions are not necessary. Furthermore, a device history record review was completed for provided lot number 2272210. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials: 309648 batch#: 2272210. It was reported that the bd syringe 1ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Issue - syringes have a frosting at the bottom. Item - 309648. Lot - 2272210.